Manufacturer narrative:
The manufacturing and material records for the perceval heart valve and stent, model#: icv1209, s/n#: (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. The manufacturer was notified that no further information will be provided regarding this event. Based on the limited information available, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. Should any further information be received in the future, a follow up report will be provided.

Manufacturer narrative:
Tavi performed.

Event description:
The manufacturer was informed of the following event. The perceval sutureless aortic heart valve, pvs23 size m was implanted in the patient on (B)(6) 2016. Reportedly, the patient went under tavi on (B)(6) 2021. No further information is available at this time.